Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, bleeding, discomfort during intimacy, mesh erosion, recurrence of prolapse and revision surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.